Event description:
The customer reported "during daily testing, the iabp failed the safety disk leak test twice." The event occurred during a routine check of the iabp. No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no nonconcformances related to the reported event. The service rep performed safety disk and k6, k7, k8 leak tests three times each before starting diagnostics and functional testing and found no leaks in the system. The test passed each time well within tolerance. All functional and safety tests were completed and the unit was found to be in working order. The pump was released to the customer for use. (B)(4).